Event description:
It was reported that the patient had out of range impedances on electrodes 4, 5, and 6 at the time of replacement/revision. The patient did not want the lead replaced at that time. The patient was getting great benefit with programming around the out of range values, so only the neurostimulator was replaced. See MFR 3004209178-2012-02587 for continued impedance issues.

Manufacturer narrative:
Lead: model 3998, lot: j0412295v implanted: (B)(6) 2004, explanted: (B)(6) 2012. Extension: model 3708260, serial: (B)(4), implanted: (B)(6) 2007 explanted: (B)(6) 2012. Programmer: 37742, serial (B)(4). (B)(4).